Event description:
It was reported that the 9900 system would not boot up. Also the image would intermittently flicker. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The power cord was repaired during the service call. The system was tested, and found to be working as intended, and put back into service.